Event description:
Infant noted to be desaturating. Infant repositioned and when infant turned over, the nasal cannula noted to be broken at connection. Cannula changed to standard infant cannula and infant's sats remained within normal limits. No harm to infant.what was the original intended procedure?oxygen administration.